Manufacturer narrative:
The root cause could not be determined, the field service engineer was not able to recreate fault. The lot history, trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. No corrective action required. Health effect clinical code 1 removed 4582. Health effect impact code 2 removed 4633; added 4644. Health effect impact code 1 removed 2199.

Manufacturer narrative:
The device was not returned rather a field service technician was dispatched to evaluate the system on site. The system was found functioning to specification, and the reported problem was not reproducible. The review of the device history record review found that the system met specifications on the date of manufacture. The patient is doing well. The investigation is underway.

Event description:
A user facility in the united kingdom reported that they tried to use the foot pedal and had no response from it during segment removal. The operation was stopped and the patient was sent back to ward from theatre with only the capsulorohexis having been done and phaco not started. This caused some corneal inflammation. The patient was not left aphakic. After a 90 minute delay, when the system was working again the operation was completed the same afternoon. An additional top up of topical anesthesia was given. A follow up with the patient shows they are doing well with no concerns regarding visual outcome.